Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on (B)(6) 2014, a medtronic representative went to the site to test the equipment and found an imaging failure, "bulkhead connector damaged.¿ the bulkhead connector was replaced and an upgraded pigtail connector was installed. The imaging system then passed the system checkout and was found to be fully functional. The damaged bulkhead connector was not returned to the manufacturer for analysis. On 2-jan-2015, a medtronic representative went to the site to test the equipment and found the "hand switch was separating.¿ the hand switch was replaced. The imaging system then passed a system checkout and was found to be fully functional. The x-ray hand switch was returned for analysis and a mechanical failure mode was found. The reported problem "hand switch was separating" was confirmed. The mechanical housing was separating in half. Electrically, the hand switch functioned as expected. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while acquiring scout images during a spinal fusion procedure, the imaging system was having issues taking spins/images. It was intermittent between green and red status. In trouble-shooting, an additional interface (umbilical) cable was used but this did not resolve the connectivity issues. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. No impact on patient outcome was reported, and no further information was provided by the site.